Event description:
It was reported that the customer was hospitalized due to high blood glucose over 400mg/dl by the time the paramedics arrived. The caller stated that the doctor believes the customer could have a virus but was unsure, and the customer was not getting the insulin. It was stated that the doctor requested to change the site and give him extra insulin shots. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.